Manufacturer narrative:
This is default text configured for block h10.

Event description:
Issues with vial adapters coming with the product not functioning correctly [device issue] syringe seizes and does not allow for the medication to be properly administered [syringe issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaints of device issue, syringe issue, no adverse event in multiple patients (age, gender and race not reported) from the united states. The patients age at the time of events experienced was not reported. On 28-apr-2026 amneal pharmaceuticals received information from pharmacist via an email concerning the above-mentioned product complaints regarding amneal¿s risperidone for extended-release injectable suspension. The patients were treated with risperidone for extended-release injectable suspension (ndc: 70121-2628-05, 70121-2627-05, and 70121-2626-05, lot number: lg13) (therapy dated not reported) for an unknown indication. The pharmacist reported that there had been multiple complaints related to the ndcs 70121-2628-05, 70121-2627-05, and 70121-2626-05, the nursing team noticed issues with vial adapters coming with the product not functioning correctly (lot # of vial adapter lg13). This has led to multiple patients receiving delays in care while replacement medications must be sent to them. Another reported issue was that syringe seized and did not allow for the medication to be properly administered. Last action taken with risperidone in relation to device issue, syringe issue, no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue, syringe issue, no adverse event was unknown. The reporter did not provide the causality of events device issue, syringe issue, no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.